Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The product was sprayed once, but the bleeding could not be stopped, so it was sprayed again and the wound was closed without washing. How much surgicel was used during the procedure? All 3 g of surgicel powder was used. What is the users experience w/ surgicel powder and other hemostatic agents? This was the third time for the surgeon to use surgicel powder. (The surgeon usually uses arista (another company's hemostatic agent)). Surgery: posterior lumbar fusion the drain was not a jj product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Male. 2. What were the diagnosis and indication for the index surgical procedure? Posterior lumbar fixation. 3. Was there any intraoperative concurrent use of other products? Nothing, only surgicel powder. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The device was used to address active bleeding.. 5. Where was the surgicel used (on what tissue)? Epidural venous plexus. 6. How much surgicel was used during the procedure? 3g. 7. What were current symptoms following the index surgical procedure? Onset date? After several hours after the initial operation. 8. Has any surgical or medical intervention been performed? The patient returned to the operation room to wash out the area using the powder. 9. What is physician¿s opinion as to the etiology of or contributing factors to this event?the surgeon forgot to wash. 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative nerve compression and clogged drain? The surgeon did not say the deficiency of the surgicel. But, it was confirmed that scp was stuck in the drain tube. 11. What is the patient¿s current status? The patient is in the hospital. 12. What is the users experience w/ surgicel powder and other hemostatic agents? Three times. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient's original situation was that of a patient with high coagulability. The wound was closed without washing because of failure of hemostasis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Has any surgical or medical intervention been performed? 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative nerve compression and clogged drain? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a epidural venous plexus for posterior fixation procedure on (B)(6) 2023 and absorbable hemostat was used. Due to continuous bleeding, the product was applied again, and the wound was closed without washing. The surgeon forgot to wash the wound after using the product and a clot formed, causing nerve compression. Although drainage was poor when the wound was closed, the surgeon thought hemostasis was completed and the patient was moved to ICU. A few hours after the surgery, the patient experienced pain and when the drain was removed, it was found that the product was clogged. Therefore, the patient was moved to the operation room and washing was done. The operation time was extended for more than 30 minutes. The patient is recovering in the hospital. Additional information was requested.